Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was stated that the night before the report patient's stimulation "beat" in her leg and groin area. The patient finally took sleeping pill to sleep, but she could still feel stimulation being strong the morning of the report. It was further reported the stimulation got stronger and stronger as the night had gone on and the patient was uncomfortable.